Manufacturer narrative:
Result: foot board outer shell.

Event description:
It was reported by service report that the footboard outer shell is cracked in half off set to right side. No pt involvement or adverse consequences are reported.